Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. (Report on 20) other relevant device(s) are: vamc4646c200te, sn (B)(4), expiration date: 2018-11-01, (B)(4). Vamc4646b100te, sn (B)(4), expiration date: 2017-06-17, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of the pre-operative rupture of a 8.5 cm thoracic aortic aneurysm. It was reported that a type I endoleak was seen at the 3 year follow up. The patient required hospitalization and three additional valiant devices were implanted to extend distally. This reportedly resolved the type I endoleak. The patient then developed cardiac arrhythmia. Anticoagulant medication was given and the event resolved. The physician investigator assessed the arrhythmia to be related to the procedure. No additional clinical sequelae were reported and the patient is fine.